Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 6. Reference MFR. Report #: 1627487-2014-05252, 05253, 05254,05256, 05257. The patient had two, 3169 leads from the same lot. It was reported the patient went to the hospital and her scs system was explanted due to chronic inflammation and a possible infection.